Event description:
The patient reported that he activated a pod on 7/19 at 8:52am. At 9:26am, his blood glucose result was 82 mg/dl. (B)(6). On (B)(6), he had results of "high" (>500mg/dl) at 1:20am, and 300 mg/dl at 1:21am, and he gave himself a 5.0u bolus. At 4:30am, his result was 450 mg/dl. He gave himself a 4.05u bolus and went to the emergency room. At 6:30am, he gave himself a 3.50u bolus, and at 11:30am, the pod was deactivated. He was diagnosed with severe dehydration and severe ketoacidosis. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If yo have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," "''high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high heck for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."